Manufacturer narrative:
Investigation/activities: on 11/01/2023, ihealth labs reached out to the customer with the standard questions. We take reports of false negatives very seriously. Can you give us the following information so that we can investigate further? 1. Photos of the outer box (the carton) and the front and back of the individual test kit packaging box. (I'm looking for the upc and lot number) 2. The date and time of your suspected false negative. 3. Any follow up test results? The types of tests those were, the dates and times those tests were taken and results received. 4. Where you purchased the test from, and if you have an order number and contact information for that purchase. As of 11/20, the customer has not responded with further information.we will continue to follow up on customer information and clarify whether there are any abnormalities in the product.

Event description:
Event details: I am asking how to go about getting a refund. I ordered (2) packages of (2) tests from amazon today, 10/31. I used two tests in box 1. Both tests gave negative results. Having had a family member positve and being symptomatic, I tried a different brand...and received an almost immediate positive result. It was confirmed by a second test. I would like the return the second box, containing 2 tests, as the first box was defective, and I would not trust the results from the second box. Testing is way too expensive to test with something that has been ineffective. All of the testing was conducted by me, and within 30 min of one another, so I know that there was not a user error here.